Event description:
No additional information.

Manufacturer narrative:
A mz1000 china product was not available for investigation; however, the customer indicated the complaint sample was from lot 24025827. The feedback provided by the customer indicates leakage was detected at the connection between the male luer of the maxzero component and an unknown syringe. As part of the feedback the customer provided a video of their experience; analysis of the video confirmed the customer's experience as a droplet of the medication can be observed to be leaking from the connection of the maxzero and the syringe. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 24025827 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the complaint sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd bd maxzero needleless connector was leaking the following information was received by the initial reporter with the following verbatim: leakage of fluid during connection of indwelling needles with needleless connectors